Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump alarmed with no delivery despite 6 different set changes. The patient's blood glucose at the time of incident was 394 mg/dl. Troubleshooting was initiated for the no delivery issue. The customer disconnected and reconnected the same reservoir and infusion set and the prime process was unsuccessful. The customer disconnected and reconnected the reservoir and ran another prime: insulin exited the tubing. The customer was advised that the no delivery alarm was caused by an infusion set or reservoir occlusion. No products were returned and six replacement reservoirs were shipped to the customer.